Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of depleted main batteries was confirmed by the baxter repair technician. Inspection of the device revealed depleted main batteries with 47 discharges below alarm threshold. The main batteries were replaced. The device was tested by the repair technician and returned to service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).

Event description:
The facility reported an infusion pump with depleted batteries. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information available.